Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this aus was thoroughly analyzed. The balloon component was visually and microscopically inspected, and leak tested. A pinhole tear with fluid leak was identified at the sphere-adapter junction consistent with material fatigue. No other damage or abnormalities were noted. Based on the results of this investigation, boston scientific concludes the observed fluid leak can be traced to component failure.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and a product performance problem was identified. See results of manufacturer analysis for full investigation details.